Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006. Block h11: the tined lead was returned for analysis. Visual assessment showed the tined lead to be both bent and twisted, with all wires found broken. It was confirmed the device met manufacturing specification prior to distribution and there were no manufacturing deviations which could have contributed to the reported event. Review of the instructions for use (IFU) confirmed there was relevant content and sufficient guidance with respect to the circumstances described within this complaint. No updates are required to the IFU as a result of this event. A risk review was completed and confirmed that the event of inadequate stimulation and damaged leads was defined in the product risk documentation. This event type has been accounted for during analysis to support acceptable risk benefit for the product. Based on this investigation, the investigation conclusion code of cause linked to device, but unable to trace more specifically was chosen as the allegation relates to inadequate stimulation from a damaged lead, but the cause of the device twisted and causing lead damage is unknown.

Event description:
It was reported that the patient had a lead revision surgery. The patient had a return of symptoms due to the neurostimulator flipping multiple and enough times in the pocket to twist the lead. Due to the increase in symptoms, x-rays were ordered and it was difficult to tell if the lead broke or was just kinked. Upon ins removal, it was determined that there was no break in the lead and it was pulled out in one piece. The lead was cut at one point by the surgeon to work on removal of the distal portion of the lead. X-rays confirmed no fraction of the lead was left behind and a new lead was placed. There were no reported complications. The cs has not heard back on how the patient is doing since the physician is on vacation at this time. There is no longer a product return as the or team discarded the product. Medical/surgical intervention was required.

Event description:
It was reported that the patient had a lead revision surgery. The patient had a return of symptoms due to the neurostimulator flipping multiple and enough times in the pocket to twist the lead. Due to the increase in symptoms, x-rays were ordered and it was difficult to tell if the lead broke or was just kinked. Upon ins removal, it was determined that there was no break in the lead and it was pulled out in one piece. The lead was cut at one point by the surgeon to work on removal of the distal portion of the lead. X-rays confirmed no fraction of the lead was left behind and a new lead was placed. There were no reported complications. The representative has not heard back on how the patient is doing since the physician is on vacation at this time. There is no longer a product return as the operating room team discarded the product.

Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4)- additional premarket/510(k) p190006.

Manufacturer narrative:
Product code (d2b): additional product code qon. Premarket/510(k) # (g4): additional premarket/510(k) p190006.

Event description:
It was reported that the patient had a lead revision surgery. The patient had a return of symptoms due to the neurostimulator flipping multiple and enough times in the pocket to twist the lead. Due to the increase in symptoms, x-rays were ordered and it was difficult to tell if the lead broke or was just kinked. Upon ins removal, it was determined that there was no break in the lead and it was pulled out in one piece. The lead was cut at one point by the surgeon to work on removal of the distal portion of the lead. X-rays confirmed no fraction of the lead was left behind and a new lead was placed. There were no reported complications. The cs has not heard back on how the patient is doing since the physician is on vacation at this time. There is no longer a product return as the or team discarded the product. Medical/surgical intervention was required.